Event description:
It was reported that during priming, leakage of priming liquid was observed. Ref.: (B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.